Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2010, the patient contacted animas alleging that the pump was self-rebooting. The patient denied that the pump's internal threads were stripped. She denied that the battery cap was damaged. She also stated that the o-ring, metal tabs, and threads were all in place. The patient denied that the yellow o-ring was visible and that there were any cracks around the opening of the battery compartment. Based on the information provided, this complaint is being reported due to the allegation that the pump was rebooting. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The reporter did not report any harm or injury because of the alleged issue.